Event description:
It was reported to philips that the therapy switch was not responding as expected. During operational testing the customer would turn the switch to 150j but the device displays therapy switch failure. There was no reported patient or user involvement and no adverse patient/user impact.